Manufacturer narrative:
The reported events of inadequate capture extra cardiac stimulation were not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that high capture thresholds and diaphragmatic stimulation was observed on the right ventricular (rv) lead. The rv lead was successfully explanted and replaced. The patient was stable throughout.